Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. Main printed circuit board and interconnect flex are out of electrical specification. Upper and lower cases and one side bail cover are broken.

Event description:
It was reported the pulse width was too low. The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit board (pcb) and interconnect flex are out of electrical specification. Upper and lower cases and one side bail cover are broken. A detailed analysis of the main pcb was performed. Visual analysis found contamination on the front side of the board. When the pcb was attached to an engineering unit, waveforms were clean and correct for all settings. Pacing output and power-up of the subassembly was functionally normal. The conclusion was that the contamination could have contributed to the reported event, however the reported failure could not be reproduced.